Manufacturer narrative:
The manufacturer has rec'd the sample, and it will be evaluated. Results are expected soon.

Event description:
A piece of the peg broke inside the pt. Pt sent to cath lab to have piece removed fluro. No other information provided.